Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, the medical team noted an abnormal rise of the contact force as soon as ablation started. The event happened during the start of pulmonary vein ablation. The catheter was replaced and the procedure was completed without patient's consequence.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluation details: the smart touch bidirectional sf device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed a hole and reddish material in the pebax. A magnetic sensor functionality test was performed and the device was recognized on the system; however, error 105 was displayed on the screen, the blood found inside the pebax area may contribute to the magnetic issue. A manufacturing record evaluation was performed for the finished device 31080088l number, and no internal action was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).